Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. No button response due to corroded keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. No moisture damage electronic assembly.

Event description:
Customer reported that she went swimming with the insulin pump on and now has a button error alarm. No further information reported.